Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a posterior needle to cuff disengagement/ suture retrieval issue. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that the second prostyle was stuck. It was ripped out against resistance, and the suture broke. It should be noted that the prostyle instructions for use (IFU), precautions section, states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel. The resistance encountered during removal of the device appears to have contributed to the reported tissue injury. In this case, the removal against resistance appears to be circumstantial due to the resistance encountered. The investigation determined that the reported device suture separation was observed as a posterior needle to cuff disengagement, unexpected medical intervention and tissue injury appears to be related to interaction of the device with patient anatomy or pulled until it breaks due to circumstances of the procedure. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one prostyle suture was preplaced. A second prostyle was stuck. It was ripped out against resistance, and the suture broke. The suture of the first device achieved hemostasis in the rcfa. The rcfa was stretched due to the handling of the second suture with oozing in the subcutaneous channel. Manual compression was applied. The use of the puncture site was abandoned. Another access site was used for the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.